Event description:
Event description states: crack in tubing. (B)(6) 2021- spoke to customer - noticed hairline crack in tubing near plunger after drainage was producing more bubbles than fluid - drainage was taking longer than then norm - customer discarded defective bottle and used another bottle to finish the drainage from another lot/box successfully - no pt harm.

Manufacturer narrative:
Pr (B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001401637 was performed and no recorded quality problems or rejections were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see manufacturer here.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Event description states: crack in tubing. 08-sep-2021- spoke to customer - noticed hairline crack in tubing near plunger after drainage was producing more bubbles than fluid - drainage was taking longer than then norm - customer discarded defective bottle and used another bottle to finish the drainage from another lot/box successfully - no pt harm.